Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-aug-2025, the user reported receiving an occlusion alert on their ilet. The agent assisted with changing the cd infusion set but encountered difficulty at the fill tubing step, leading to the recommendation for a full supply change. The user suspected the connectors were causing the issue, as they had been difficult to twist into the pump, and switched to using a different box of supplies. No blood glucose (bg) impact, symptoms during the event or medical concerns were reported at the time of call.